Event description:
It was reported to philips that the unit is beeping intermittently. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device was beeping intermittently. There was no reported patient impact or injury. Results of functional testing indicate the reported problem was confirmed. The shock, operational, and control tests were performed to determine the root cause of the issue. The device was found to be beeping intermittently due to a low battery. The device was exchanged with a functioning unit temporarily while the malfunctioning equipment underwent troubleshooting to prevent any delays in therapy. There was no patient or user harm involved in this case. A battery calibration and an operation check were performed on the malfunctioning unit, and the system was returned to full functionality. The device remains at the customer site. No further action is warranted at this time.